Event description:
It was reported to philips that the device does not pass the test. A multifunctional electrode test failed message was noted. There was no report of patient involvement.

Manufacturer narrative:
The device was received by the philips bench repair. The bench tech evaluated and found the reported problem with the defibrillator capacitor and determined it will need to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the defibrillator capacitor. The defibrillator capacitor was replaced to resolve the reported issue and the device was scheduled to be returned to the customer site. No further evaluation is required at this time.